Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery would not last more than a week. They would receive a low battery alert. It was also reported that the opening of the reservoir compartment was damaged. Troubleshooting was performed and it was noted that there was no power error detected in the alarm history. The customer's blood glucose level was unknown. No further information was given because the customer had hung up. The device will not return for analysis.